Event description:
.Caller reported pump quick bolus/wake button was difficult to press and required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller on techniques to effectively use the button and decided to continue to use the pump for insulin delivery.